Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed. The probable cause is due to downstream occlusion (dso) sensor failed. The dso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the device was double beeping, and rear top label was ripped. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available